Event description:
Hamilton medical ag received the following event description: the device was reported to shut off during ventilation. Prior to the shutdown, technical faults tf 385002, 346041, 346054, and 346040 were recorded. Ventilation was continued using an alternative hamilton-c1. No harm to the patient was reported. The logfiles were not received. Currently, the event is under investigation to verify the reported allegations.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.